Manufacturer narrative:
Based on the additional information provided, kci's assessment remains the same; it cannot be determined that the alleged stitch abscess/cellulitis is related to the prevena¿ incision management system.

Event description:
On 27-dec-2018, the following information was reported to kci by the nurse: the prevena¿ incision management system was discarded. On 07-jan-2019, the following information was reported to kci by the nurse: on (B)(6) 2018, the patient underwent a laparoscopic hartmann procedure with an ileostomy. A prevena¿ incision management system was subsequently placed with an ostomy appliance overlapping on top. On (B)(6) 2018, the prevena¿ incision management system was removed and the nurse noted that the prevena ¿ dressing and prevena¿ canister were allegedly contaminated with stool. The nurse alleged that the stool from the ostomy device leaked into the prevena¿ incision management system due to the overlapping of the prevena¿ incision management system and the ostomy device. The prevena¿ incision management system was discarded, therefore an evaluation of the device could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged stitch abscess/cellulitis is related to the prevena¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing. Warnings: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and /or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and /or orthostatic hypotension or erythroderma (a sunburn-like rash).

Event description:
On (B)(6) 2018, the following information was reported to kci by the hospital: on (B)(6) 2018, the physician noted, "patient is still doing well, no pain, no complaints. O/e [on examination]: cellulitis at wound site. Plan for operating room likely tomorrow." The nurse's progress noted, "wound appears red around clips with small pus blisters around clips, stitch abscess. Every second clip removed. Patient states burning to upper abdomen clips. Rest of clips removed to bottom incision. Site cleaned with normal saline." The patient was diagnosed with cellulitis and antibiotic therapy was administered. On (B)(6) 2018, the following information was reported to kci by the nurse: she could not determine if the prevena¿ incision management system contributed to the stitch abscess or cellulitis. The nurse reported that the patient's symptoms/signs appeared 1-day post prevena¿ incision management system removal. No cultures were done, and antibiotic therapy was administered on (B)(6) 2018. The nurse confirmed the burning sensation was related to the cellulitis. On (B)(6) 2018, the patient returned to the operating room for a planned colorectal anastomosis and liver biopsy with the application of the prevena plus¿ incision management system. The patient was discharged on (B)(6) 2018, and the prevena plus¿ dressing was removed on (B)(6) 2018. The prevena¿ dressing lot number was unknown as the nurse confirmed that is not documented. The prevena¿ incision management system lot number was not provided, therefore a device history review could not be performed.